Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm vista volux xc for rhinoplasty. Later that night, patient developed an swelling that became an infection. At an unspecified time later, patient was treated with hyaluronidase. Symptoms resolved sixteen days after the injection.